Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving dilaudid 4 mg/ml (dose 1.4868 mg/day), bupivacaine 30 mg/ml (dose 11.151 mg/day), and compounded baclofen 350 mcg/ml (dose 130.09 mcg/day, lot # was unknown) via an implantable infusion pump. Indications for use included non-malignant pain and complex reg pain syndrome type ii. It was reported that during a pump refill, a pump reservoir volume discrepancy was noted upon device interrogation on (B)(6) 2016. There was a 7.8 ml underinfusion reported. The programming date from the most recent refill prior to the event was (B)(6) 2016. No interventions were taken. The outcome was unresolved with no further action planned. The etiology was related to the device or therapy, and not related to the implant procedure.

Event description:
Additional clarifying information was received from the healthcare provider via the (B)(6) clinical study. The 5.2 ml underinfusion that was noted during a pump refill was corrected to 5.8 ml.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the product surveillance registry (psr). The concomitant drug the patient was taking at the time of the event was hydromorphone. The patient's relevant medical history includes prostate cancer, history of (B)(6), ischemic stroke, glaucoma, hypertension, cholecystectomy, hernia repair secondary to radiation, prostatectomy, and lymphectomy. As of (B)(6) 2015, the patient was receiving dilaudid 4 mg/ml (dose 1.2014 mg/day), bupivacaine 30 mg/ml (dose 9.010 mg/day), and compounded baclofen 350 mcg/ml (dose 105.12 mcg/day). A 13 % daily dose increase was programmed on (B)(6) 2015. It was reported that device interrogation/device data on (B)(6) 2015 revealed that a 5.8 ml underinfusion occurred. It was also stated that during a pump refill, a 5.2 ml underinfusion was noted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was receiving bupivacaine (30.0 mg/ml at 10.140 mg/day), dilaudid (4.0 mg/ml at 1.3521 mg/day), and compounded baclofen (350.0 mcg/ml at 118.31 mcg/ml) via an implantable infusion pump as of (B)(6) 2016. A pump reservoir volume discrepancy was diagnosed on (B)(6) 2016 in which the interrogated reservoir volume (irv) was 6.9ml and the actual aspirated volume (aav) was 14.2ml. As this was not the first occurrence, the patient was scheduled for a pump replacement. The pump was explanted and replaced on (B)(6) 2016. The outcome was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.